Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7087585 UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6) batch: 789394 UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the spinal cord stimulator (scs) lead incision and anchor site. The patient had signs and symptoms of redness, swelling and pain. The physician believed that infection was not device or procedure related. The patient underwent an explant procedure and the explanted devices will not be returned.